Event description:
It was reported the patient's stimulation 'stopped' while on an airplane and no stimulation sensation could be felt. Stimulation was turned on and the patient was able to feel stimulation again. It was noted the patient was feeling stimulation, but it was 'starting and stopping.' It was additionally noted the patient was having issues with 'charlie horses' and had to have nerve blocks to help correct this issue. It was unclear if this issue related to the intermittent stimulation. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).